Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the hospital for a scheduled defibrillator change out procedure. During the procedure, it was discovered that the right atrial lead insulation was damaged. The lead was successfully capped and replaced. The patient was doing great post surgery.